Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose level was above 20 mg/dl and also they experienced seizure. Customer was treated with glucose tablet. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode. Customer stated insulin pump was over delivering and they performed displacement test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.